Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by upset stomach, diarrhea and turbid dialysate. The cause of peritonitis was not reported. On the day of symptom onset, the patient was seen in the ER and was sent home with an unspecified oral medication. Symptoms persisted and one day later, the patient was diagnosed with peritonitis and was hospitalized for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The reporter declined to provide additional information.